Manufacturer narrative:
Block b3: date of event: date of event was approximated to june 01, 2025, as no event date was reported. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required to complete the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery systems was implanted in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the axios stent deployed incorrectly into the pseudocyst. The device was apparently left implanted, and the procedure was completed with the use of an alternative method. However, the axios stent is scheduled to be explanted on (B)(6) 2025. There were no patient complications as a result of this event. No further information has been obtained despite good faith effort.

Manufacturer narrative:
Block b5, d1, d2 and d4 has been updated with additional information received on october 01, 2025, block b3: date of event: date of event was approximated to june 01, 2025, as no event date was reported. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required to complete the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery systems was implanted in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the axios stent deployed incorrectly into the pseudocyst. The device was apparently left implanted, and the procedure was completed with the use of an alternative method. However, the axios stent is scheduled to be explanted on (B)(6) 2025. There were no patient complications as a result of this event. Additional information received on october 01, 2025. It was reported that the upn#m00553570.